Event description:
The nurse reported that error code 10 "delivery disrupted" was received for a patient, and this isn't the first time it has happened with this patient. This error is a generator reset code and typically related to a known burst watchdog timeout that can occur with certain m106 generators. Previous investigation has determined that certain m106 generator's have a firmware that can inappropriately lead to burst watchdog timeout when the magnet output current is less than or equal to the autostimulation output current and the magnet is repeatedly swiped during an autostimulation burst. The reporter was sent a description of the burst watchdog timeout event and he noted that this is likely the cause, however this has not yet been confirmed. No other relevant information has been received to date.